Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative (rep) reported that there was a settings not available (screen 59) seen on the controller. They decreased the amplitude, increased amplitude to effect, and this did not resolve the event. It was reviewed to change out the twist lock and it was unknown if this resolved the message 59. The patient's trial started on (B)(6) 2015 and the leads would be pulled on (B)(6) 2015. The patient was showing progress and would most likely move onto the advanced trial. There was a return of symptoms. It was further reported by the rep on (B)(6) 2015 that the batteries were changed in the external neurostimulator (ens) and the controller and the device were paired. They were still unable to turn stimulation up. The leads were scheduled for removal in the office in the next 1-2 days. It was determined that the error code and return of symptoms were likely lead migration related to the end of the trial days. If additional information is received, the event will be updated.